Event description:
We were performing a robotic assisted gallbladder removal. We were attempting to clip off the vessels for the gallbladder in order to remove it. The clip applier we were using, number 172, failed to engage the clip.